Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle detached from the hub of a relion® insulin syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: severity: s_1__; occurrence: a complaint history check was performed and this is the 6th related complaint reported for the defect/condition on lot number 7023647. Investigation summary: customer returned (2) 1cc, 8mm, 31g relion syringes in an open poly bag from lot # 7023647. Customer states that when removing the syringe the needle breaks off of the hub and comes off inside of the syringe. Both returned syringes were examined and no defects were observed on either of the samples. A review of the device history record was completed for batch # 7023647. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [(B)(4)] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.